Event description:
*Follow up to previous report* patient reported she is currently hospitalized since (B)(6) 2025 due to central line needing replaced and dr. (B)(6) is aware. Ambrisentan start date (B)(6) 2023. Product lot number and expiration date were systematically retrieved from the dispensing system.